Manufacturer narrative:
(B)(4). D10: item# 113651; lot# 416660. Item# 118001; lot# 558440. Item# 113952; lot# 216270. Item# pt-113950; lot# 929740. G2: foreign - event occurred in australia. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty approximately five (5) years ago. Subsequently, the patient had a revision on three (3) months ago due to a supraspinatus tear in the rotator cuff. No other patient consequences have been reported as a result of the event. Attempts have been made and no further information has been provided.